Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Clarification to d6a: partial implant date known set to on (B)(6) 2008 to better align with manufacturing date. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.